Event description:
A customer reported that the battery of their t:slim x2 pump would not charge, and a power source alert occurred. There was no adverse impact to the customer¿s blood glucose level. The customer confirmed they were using the appropriate charging equipment, and after several attempts, the charging connection remained unstable. Tandem technical support decided to send a replacement charging cable and wall adapter via two-day shipping, with instructions for the customer to use an alternate insulin method if the battery depleted before receiving these items. Technical support reviewed call notes for clarity and closed the case after follow-up attempts.